Manufacturer narrative:
The viperwire guide wire was received for analysis along with the filter used during the procedure. Examination of the wire revealed the core wire to be fractured proximal to the strain relief. Scanning electron microscopy was performed and showed the presence of high stress fatigue. The fatigue fracture is consistent with the oad driveshaft spinning over a kinked or buckled section of the guide wire, however the exact root cause of the fracture is unknown. The instructions for use for the oas states: "handle the oad and guide wire carefully. A tight loop, kink, or bend in the guide wire may cause damage and system malfunction during use." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A lesion in the superficial femoral artery (sfa) was treated with a peripheral orbital atherectomy device used over a viperwire guide wire with a nav6 filter. After treatment was completed, the filter was retrieved and the viperwire was noted to have fractured. The fragment was in a side branch of the posterior tibial artery. Attempts to remove the fragment with a snare were made, however the snare was unable to traverse the angle into the side branch. Multiple wires were then inserted and used to retrieve the wire fragment. The patient was discharged in stable condition.